Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for allegation of the failure of the angioseal. In the absence of the device and the fall reported which is against the patient instructions, no conclusion can be drawn to the cause of the event. Since there was no additional intervention performed apart from keeping the patient under observation, it is likely that the angioseal worked as intended. The relationship of the device to the reported event cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used, and hemostasis was successfully achieved at 15:00 on (B)(6) 2020. Immediately after the procedure, no pit on the puncture site was observed and the hemostasis condition was good. However, around 22:00 on the day, before the patient was released from the resting, a hematoma was identified on the puncture site in the patient's room and manual compression was applied. Echo and a cat scan revealed that hemostasis was successfully achieved, and no issues were observed on the puncture site. As anemia was progressing, a transfusion was performed. The patient was in serious condition. According to the physician, a transfusion was performed as the patient was originally prone to anemia and a bleeding tendency due to combined use of both anticoagulant and antiplatelet was observed throughout the body. The patient had symptoms of delirium and might have bent the leg where the device was used before release from the resting. In addition, warfarin and about 8,000 to 9,000 units of heparin were used for dapt, the amount of bleeding might be increased due to the influence of the medicines. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. A cat scan (CT) was performed to diagnose the bleed. An ultrasound was performed to diagnose the bleed. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.